Manufacturer narrative:
The customer returned a 23116 (collection set tubing pvc) for there being hair in the sealed, sterile pouch. It was confirmed upon receiving the device, that there was hair in the sealed pouch. There were two pieces of hair in this packaging. The device was sent back to the OEM per their request for an investigation. The OEM investigated this issue of hair being inside the sterile, sealed pouch and found opportunities for improvement related to the employee gowning process. The OEM performed a DHR review and concluded that there were 'no issues found'. The OEM is implementing corrective actions to eliminate contaminants in the sterile packaging process.

Event description:
The customer called and reported an out of box failure for a tubing set. There was a hair in the sterile packaging. The package was not opened and was not damaged when the hair was spotted.